Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that gastrostomy tube insertion was performed after verification of the indemnity of the plugger. Subsequently, after fixation of the probe to the parietal peritoneum and closure of surgical planes, when the probe was completely retracted, it was obtained.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because the lot number received with the complaint was not valid. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However, a corrective and preventive action has been initiated to address the reported issue. If a sample is received at a later date, this complaint will be reopened for further investigation.